Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event and became unconscious and fainted. Patient received predictive low glucose alerts on the mobile device. Ambulance was called and patient was given intravenous glucose solution. Blood glucose was 50 mg/dl and sensor glucose was 56 mg/dl.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the complaint case information provided by the user, the low glucose alert threshold was set at 60 mg/dl and the sensor glucose reading was 56 mg/dl at the time of incident. The eversense xl continuous glucose monitoring system (cgm) asserted low glucose alerts as it crossed the threshold value. No malfunction was observed on the device since the system functioned as intended. As a result, the product was not requested to be returned for further investigation. Ambulance was called and user was able to recover after he was given glucose solution intravenous.